Event description:
Ils33 stapler deployed staples. Upon removal of the anvil difficulty was encountered and the anvil had to be removed from a separate colon incision. Further test revealed the stapler did not cut the tissue and an incomplete anastomosis occurred. This necessitated an add'l surgery.